Event description:
It was reported that the patient had taken several falls and was not sure that their device was working correctly anymore. The patient had fallen at least 5-6 times and stated that the implantable neurostimulator (ins) was not working. The patient was unsure if the ins was not working or if they just couldn¿t tell. The patient noticed the issues over the 4-5 months prior to the report. The ins was not the same size and shape as it was before the falls. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3550-39, lot # n328292, implanted: (B)(6) 2012, product type accessory; product ID 3550-29, lot # n288896, implanted: (B)(6) 2012, product type accessory; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).